Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented during a remote transmission, post sensed t-wave over-sensing leading to false tachycardia and atrial fibrillation episodes were observed on multiple occasions. Programming changes will be made at the patient's next follow-up.